Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va16enz, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 06-jan-2019, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient felt a shocking sensation along the lead in the head. No environmental/external/patient factors were thought to have lead or contributed to the issue. Multiple impedance checks showed 600 ohms on one contact. The patient was palpated and reprogrammed. The issue was not resolved at the time of the report. The patient was alive without injury at the time of the report. No further complications were reported or anticipated.